Manufacturer narrative:
The involved spectrum suture passer needle is not expected for evaluation as it was reported to be discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. The lot number for this needle was not provided, therefore a review of the device history record was not able to be performed. A two-year review of complaint history shows there have been seventeen similar complaints received for this product. To date, there has been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. Use of this product is technique dependent and the risk analysis has been deemed acceptable per new product quality engineer monitoring. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass needle in a rotator cuff repair, the tip of the needle broke off and fell into the surgical site. The needle tip could not be located and therefore was left inside the patient. The procedure was finished by using a raven with a two minute delay being reported. The procedure was completed successfully and there are currently no known effects to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.